Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: biomet m2a head catalog#157448 lot#846420, biomet echo stem cat#192514 lot#922400, biomet m2a insert cat#139254 lot#461530. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -01761.

Event description:
It was reported patient underwent hip revision approximately 2 years post implantation due to pain, discomfort, inflammation, elevated ion metals, metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.